Event description:
Are about 2.5 millin exams done a yr with this device. Only about 25,000 disposable units are sold. Majority of pts are 50 yrs old or older. The cost of disposable are much greater than the non disposable and facilities are continuing to use the non disposable for economic reasons. Problem is the device is not being autoclaved or otherwise sterilized properly and diseases such as hiv, hepatitis, and sexually transmitted diseases are being contracted from this device. This problem is hard to track due to the large time lapse between the use of the device and the symptoms appearing. Because of the small properties and complexity of the device it is difficult to clean and it is believed the devices are not being cleaned properly: improper training, scheduled procedures back to back not allowing for proper cleaning time for device to be soaked in cleaning solution.